Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a 48 mm descending thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis in combination with a non-gore® manufactured stent graft. On (B)(6) 2011, a type ii endoleak from an intercostal artery was identified. The aneurysm diameter measured 52.7 mm. On (B)(6) 2011, the persistent type ii endoleak was observed. The aneurysm diameter measured 51 mm. On (B)(6) 2012, a non-gore® stent graft was implanted distally to repair the type ii endoleak. On (B)(6) 2012, the aneurysm diameter measured 62 mm. No endoleak was identified. On (B)(6) 2013, the aneurysm diameter measured 60 mm. No endoleak was identified. No further information was reported to gore.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.